Event description:
A 25 mm diameter x 15 mm diameter x 15.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Anrurysm size at time of implant is unk. It was reported that the computed tomography demonstrated that there was a type I endoleak. It was reported that the pt's stent graft had migrated due to disease progression. A talent cuff was implanted, however this did not resolve the type I endoleak. It appeared that the aortic cuff that was placed was undersized compared to the diamater of the aortic neck. The physician performed angioplasty 3 times and the endoleak did not resolve. The pt will return for follow-up and if the endoleak has not resolved the physician will attempt a brachial approach to coil in the endoleak area.

Event description:
A 28mm diameter x 16mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size at time of implant is unknown. Vessel morphology was moderately tortuous with no calcification. It was reported that one month post implant the computed tomography demonstrated that there was a type I endoleak. It was reported that the patient's stent graft had folded in on itself. At the time of implant the vessel was reported to be long and measured 24 mm in diameter. It is unknown why the device folded. The physician elected to implant a stent and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.